Event description:
It was reported that, "when the box was opened on (B)(6) 2011, half of packages were stuck together; one bottle of tobramycin was broken."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.